Event description:
It was reported that the right atrial (ra) lead was dislodged. Patient has been scheduled for a device upgrade and lead reposition. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was dislodged. Patient has been scheduled for a device upgrade and lead reposition. No adverse patient effects were reported. Additional information indicates the right atrial (ra) lead has been repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was dislodged. Patient has been scheduled for a device upgrade and lead reposition. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: additional information indicated that lead revision procedure has not occurred yet. Please disregard report #2124215-2022-25131.

Manufacturer narrative:
Corrected fields e. Initial reporter: first and last name of initial reporter have been added;

Event description:
It was reported that the right atrial (ra) lead was dislodged. Patient has been scheduled for a device upgrade and lead reposition. No adverse patient effects were reported.